Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right atrial (ra) and right ventricular (rv) leads. The device was reprogrammed until the leads were replaced in order to resolve the event. X-ray examination indicated a bend in the leads near the clavicle. An insulation defect on the leads were suspected but not confirmed via x-ray. The patient was stable and there were no adverse consequences. Further information was requested but not received. Related manufacturer reference number: 2017865-2017-33957.